Event description:
A site representative, biomed, reported a navigation system that unexpectedly shut down while in a cranial procedure that took place the previous day. The biomed representative had no clinical information about where iin the procedure the shutdown occurred or how it affected the procedure. The system was taken to biomed and they were unable to reproduce the issue, subsequently the system was placed back in service. The biomed representative noted that this information was received third-hand. It was later confirmed that the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed except software. Software was unresponsive in all applications. Replacement computer shipped to site on (B)(4) 2014. Medtronic investigation of returned suspect computer finds that initial power-up was successful. While logging into admin, the system re-booted randomly. Launch ram test utility which indicated one or more ram card faults. Cleaned edge connectors and re-seated all ram cards. The fault continued. Computer failure, ram card failure, directly caused event on (B)(4) 2014 medtronic representative performed a second navigation system check-out, all areas passed, including software. Computer replacement was performed successfully and system fully tested. Synergy spine and synergy cranial software investigations completed. Findings in both investigations were that the software is functioning as designed.